Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 1998: (B)(6) hospital. (B)(6), md. History and physical. Seen in the past for infectious colitis. Presented complaining of abdominal pain, emesis. Abdominal series showed a few scattered air/fluid levels. CT of abdomen showed no gross evidence of obstruction or an ileus. Admitted for further investigation. Does not smoke, borderline diabetic. Abdomen obese and large; large ventral hernia present, mild tenderness around hernia but no guarding, active bowel sounds. CT showed large ventral hernia without evidence of strangulation. Abdominal pain, nausea, vomiting; suspect secondary to multiple abdominal adhesions and ventral hernia. Dr. (B)(6) to evaluate the hernia. ??/??/98: [missing records: records for the CT of the abdomen showing ¿large ventral hernia¿ were not provided.] (B)(6) 1998: (B)(6) hospital. (B)(6), md. Endoscopy report. Indications: history of gastric ulcer who was admitted with abdominal pain, nausea and vomiting. Impression: nasogastric tube trauma. I suspect nausea, vomiting, and abdominal pain is related to intra-abdominal adhesions, irritable bowel syndrome, and large ventral hernia. Recommendations: continue supportive care, dr. (B)(6) to evaluate. (B)(6) 1998: (B)(6) hospital. (B)(6), md. Operative report. Preoperative diagnosis: 1. Multiple large incarcerated ventral hernias with partial small bowel obstruction. Postoperative diagnosis: 1. Multiple large incarcerated ventral hernias with partial small bowel obstruction. Operation performed: 1. Laparoscopic repair of multiple large and small ventral hernias (two sheets of 24 cm x 34 cm dual mesh gore-tex). Anesthesia: general. Description: ¿under satisfactory endotracheal anesthesia with the patient in the supine position, her abdomen was prepped and draped in the usual fashion. The patient is morbidly obese and has multiple large incarcerated ventral hernias with partial small bowel obstruction. In the past, she has had cholecystectomy and tah [total abdominal hysterectomy]. After prepping and draping, a stab wound was made in the left upper quadrant, veress needle inserted, and her abdomen distended with carbon dioxide without incident. A 5 mm port was inserted and a 30° 5 mm scope used throughout. She had extensive adhesions to the anterior abdominal wall including multiple hernias, all of which were incarcerated, some of which contained only omentum, some only small bowel, and some omentum and small bowel. She also had multiple small hernias. These extended from the umbilicus to near the xiphoid. It took about two hours to lyse adhesions and reduce all of these hernias . This was done safely with no entry into the bowel. It then took another two hours to deploy two of the largest pieces of gore-tex available. Each of these is 24 cm x 34 cm. Once these were deployed, they are positioned and tacked in place with multiple titanium tacks. Lastly, 0 gore-tex sutures were used. There were two on each side and two cephalad and two caudad. The procedure required a total of five 5 mm ports and one 10 mm port. All ports except the initial were placed under direct vision. At the completion of the procedure, the patient had remained stable. Blood loss was minimal. All port wounds were closed with staples in the skin. Even the 10 mm port wound had gore-tex over it on the inside so did not need to be stitched.¿ (B)(6) 1998: (B)(6) hospital. Perioperative nurses record. Implant sticker. Gore-tex dualmesh biomaterial. Item#: 1dlm08. Lot#: p12557-091. (B)(6) 1998: (B)(6) hospital. Perioperative nurses record. Implant sticker. Gore-tex dualmesh biomaterial. Item#: 1dlm08. Lot#: 10057-156. The records confirm a gore® dualmesh® biomaterial (1dlm08/p12557-091) and a gore® dualmesh® biomaterial (1dlm08/10057-156) was implanted during the procedure. (B)(6) 1998: (B)(6) hospital. (B)(6), md. Discharge summary. Discharge diagnosis: incarcerated ventral hernia, nasogastric induced gastritis. Hospital course: presented to the emergency room with diffuse abdominal discomfort. Admitted for further evaluation. On physical examination had tenderness over a very large ventral hernia. White blood cell count increased slightly. Did not improve over the next 48 hours and it was felt abdominal pain was probably related to an incarcerated ventral hernia. Underwent endoscopic reduction of multiple incarcerated loops of bowel in ventral hernia. Repaired with dual-mesh gore-tex. Postoperative course complicated by low-grade fevers; subsided once the central line was discarded. At time of discharge was tolerating regular diet, having bowel movements and without fevers for over 24 hours. Follow up with dr. (B)(6) in one month, dr. (B)(6) in six weeks. (B)(6) 2015: (B)(6). (B)(6), md. Emergency room visit. Abdominal pain; moderate, sharp and stabbing, right upper quadrant, right abdomen, epigastric area, left upper quadrant and left abdomen. Has had nausea, loss of appetite and vomiting. Nonsmoker. CT abdomen and pelvis: distended fluid-filled stomach, associated dilatation of fluid-filled proximal and mid small bowel loops with decompression of distal small bowel and colon representing small bowel obstruction. Adhesions favored as there is no mass or lymphadenopathy. Previous ventral hernia repair with mesh placement. Large seroma associated with the mesh. This fluid collection measures 26 x 25 x 17 cm which is increased as compared with 3 years ago when it measured 23 x 17 x 11 cm. Admitted; abdominal pain, bowel obstruction. (B)(6) 2015: (B)(6). [Illegible signature]. Pre-anesthetic note. Procedure: exploratory laparotomy, possible small bowel resection. Weight: 223.5 lbs. White blood cells: 15.87. Asa class: iii e [emergent]. (B)(6) 2015: (B)(6). (B)(6), md. Pathology report. Accession #: (B)(6). Clinical diagnosis and history: pre-operative diagnosis: bowel obstruction. Final diagnosis: 1. Small intestine, excision of proximal small bowel: a. Benign small intestine with mesenteric fibrosis and foreign body response. B. Changes consistent with obstruction. C. Negative for evidence of malignancy. 2. Small intestine, segmental excision of ileum: benign small intestine with mesenteric nodular fibrosis and foreign body type response. Specimens received: 1: proximal small bowel resection. 2: ileum. Gross description: specimen #1 is received in formalin, labeled with the patient¿s name and designated ¿proximal small bowel resection.¿ the specimen consists of a segment of small bowel measuring 29.5 cm in length x 3.7 cm in diameter. The serosal surface is red-brown and slightly dusky with tightly adhered pericolonic fat. A firm scarred area is identified creating a band in the soft tissue measuring 1.1 cm in length x 0.6 cm in diameter. This band creates a tortuous tract of small bowel. The band measures 6.5 cm form the closest stapled resection margin. Three strictures/kinks are identified resulting from the soft tissue adhesions. The first stricture narrows the colon to 2.0 cm in diameter and measures 7.3 cm from the closest resection margin. The second narrows the segment of bowel to 1.8 cm in diameter and measures 3.7 cm from the opposite stapled resection margin. The kinked-appearing stricture lies in the center of the segment of bowel and measures 14.1 cm from the closest stapled resection margin. The segment of small bowel is opened, shows the central area of kinking to result in greater than 75% narrowing. The remaining two strictures exhibit 25% obstructing. The mucosa is yellow-pink with no polyps or masses identified. Sectioning through the remaining adherent soft tissue reveals no additional areas of firmness or nodularity. The stapled resection margins are shaved and submitted in (blocks 1a and 1b). The dense fibrous band is submitted in (block 1c). First-described area of stricture is submitted in (block 1d). Central ¿kinking¿ is submitted in (block 1e). Second-described stricture is submitted in (block 1f). Specimen #2 is received in formalin, labeled with the patient¿s name and designated ¿ileum¿. The specimen consists of a segment of small bowel measuring 10.5 cm in length x 3.3 cm in diameter. The resection margins are each stapled. The central 6.6 cm of the segment is red-brown with dense adhesions and fat necrosis. The external surfaces at the stapled resection margins are tan-pink and appear unremarkable. The segment of bowel is opened and reveals tan-pink soft mucosa. Sectioning through the central portion of the bowel shows thickened, dense walls and is otherwise unremarkable. Sectioning through the surrounding tissues reveals no polyps or masses. The resection margins are each shaved and submitted in (blocks 2a and 2b). Representative sections through the central portion of the bowel are submitted in (blocks 2c and 2d). Representative sections of the slightly thickened bowel wall which transition into normal bowel is submitted in (block 2e). Microscopic description: 1. Microscopic examination reveals sections of benign-appearing small intestinal-type mucosa demonstrating focal mesenteric fibrosis with foreign body giant cell response. The intestine itself demonstrates congestion but no evidence of obvious necrosis or atypia. Significant inflammation is not identified. 2. Microscopic examination reveals sections of benign-appearing small intestine demonstrating a nodular area of mesenteric fibrosis with foreign body type response and empty clefts. No atypical proliferative lesions are identified. The surgical excision margins are viable. (B)(6) 2015: (B)(6). (B)(6), md. Discharge summary. Discharge diagnosis: small bowel obstruction, abdominal wall seroma, postoperative wound dehiscence, failure to thrive, acute renal insufficiency, deconditioning, malnutrition, non-catheter-associated urinary tract infection, acute blood loss anemia, gastroesophageal reflux disease, history of diverticular disease, history of ulcers, history of chronic urinary tract infections, history of breast cancer, type 2 diabetes. Discharge medications: aspirin, vitamin b12, glimepiride, lovenox, fluticasone, sliding scale insulin, megace. Since last admission, she had declined considerably in terms of functional status and nutrition. Admitted with abdominal pain, distention, vomiting. Some improvement on nasogastric tube. Had an old laparoscopic hernia repair; gore-tex mesh was placed. Had a longstanding extremely large seroma, about the size of a watermelon, associated with this mesh and was observed for as long as possible without operation for fear of a very high risk. Placed on tpn; some improvement of abdominal distension. Upper gi with small bowel follow through was ordered; became apparent she had a high-grade bowel obstruction. Taken to the operating room on (B)(6) 2015. Findings at time of surgery were a large seroma under the gore-tex mesh and backed by a very thick, chronic rind of tissue; two points of bowel obstruction. I visualized the gore-tex mesh, but it was so extensive and extended so far out to each abdominal sidewall that I feared excising it completely as I did not think I could get her fascia closed without it. Evacuated the 5-liter seroma as well as a lot of particulate matter and did my best to excise some of the excess mesh in the rind behind it. Was maintained on tpn until return of bowel function. Had some anorexia and failure to thrive, leukocytosis most of postoperative period. Day of discharge reached its lowest level at 13. Had several urine cultures; none except initial showed a urinary tract infection. Was treated with a 7-day course of levaquin. Treated with levaquin and vancomycin for a hospital-acquired pneumonia. Had quite a bit of deconditioning that started before surgery and, because of severe anxiety and panic disorder, had a very difficult time getting her mobilized. By time of discharge was being more compliant with physical therapy and ambulating. Was on tpn for quite awhile for malnutrition and by end of stay albumin held steady around 2. On megace for appetite stimulation and tolerating a regular diet. CT scan near end of hospital stay showed slow resumption of the seroma associated with the longstanding gore tex mesh, some fluid under the wound and some fascial dehiscence. Dehiscence was a little above the apex of the wound and I had opened the apex for drainage of this seroma. Wound was clean and placed a vac dressing. This has been changed three times weekly. Will be discharged to the transitional care unit for continued work with physical therapy so she may return to her pre-surgery state of function. (B)(6) 2016: (B)(6). [Illegible signature]. Pre-anesthetic note. Procedure: excisional debridement abdominal wound with wound vac placement. Prior anesthesia problems: mild asthma. Weight: 190.2 lbs. White blood cells: 10.26. Asa class: 3. (B)(6) 2016: (B)(6). (B)(6), md. Operative report. Operation performed: excisional debridement, incision and drainage of abdominal wound. Preoperative diagnosis: infected abdominal wound with suspicion of infected mesh. Postoperative diagnosis: infected abdominal wound with suspicion of infected mesh. Specimens: culture and pathology for infected mesh. Complications: none. Estimated blood loss: none. Indications for procedure: the patient is a 78-year-old female who is well known to me after an exploratory laparotomy several months ago for a bowel obstruction. She had an old piece of mesh that had been placed many years ago, laparoscopically that was associated with an extremely large seroma. That was drained at the time of surgery and has not recurred, but she developed a postoperative wound infection and has been treated with bedside drainage and vac placement. She had increasing drainage from the wound and so she is brought to the operating room today for exploration. Description of procedure: ¿after consent was taken, the patient was brought to the operating room and laid in the supine position. Scds [sequential compression devices] were placed for dvt [deep vein thrombosis] prophylaxis and general anesthesia was induced. The abdomen was prepped and draped sterilely. The vac had already been removed. I digitalized the tract over the wound, which was located in the middle of the wound and extended out laterally and inferiorly. At the top of the wound, there was about a 3 cm area of well granulating tissue that had no purulence. I incised this track with the bovie. I started getting more efflux of pus and I continued to open the wound. I made the decision to go ahead and open the entire top part of the wound and so I incised all the way up to even the granulating portion carefully with the bovie. There was about a 4 cm area of mesh dehiscence right in the middle of the wound and under this mesh was firstly adhesed down bowel and on top of the bowel between the bowel and the mesh was a large amount of pus. This was cultured. I evacuated all the pus and it seemed to be in a finite area. This area was about 8 cm x 10 cm. I irrigated copiously with water until all the suction ran clear. I then debrided some of the gore-tex mesh that was poking out into the wound. It was not malodorous. It had a little bit of tan discoloration. This was debrided back until it was more fused to the underlying tissues, and I had quite a bit of subcutaneous fat that was well vascularized, although I did not really have a lot of fascia. I pulled this fat over the bowel to cover it and attached it with a few 0 ethibond. I was satisfied that the wound had been cleaned out. I replaced a vac over top of the wound. The procedure was concluded. The patient was taken back to recovery in good condition, having been extubated and tolerated the procedure well.¿ (B)(6) 2016: [missing records: a culture report detailing analysis of the specimens collected during the (B)(6) 2016 procedure was not provided.] (B)(6) 2016: (B)(6). (B)(6), md. Pathology report. Accession #: (B)(6). Clinical diagnosis and history: pre-operative diagnosis: non-healing incisional wound abdomen. Final diagnosis: 1. Abdominal mesh, removal: acellular material consistent with mesh, medical device. 2. Abdominal wall mesh, removal: acellular material consistent with mesh, medical device fragments of fibrous tissue with acute and chronic inflammation. Specimen(s) received: 1: abdominal mesh tissue. 2: abdominal mesh tissue. Gross description: 1. Specimen #1 is received fresh, labeled with the patient¿s name, medical record number and designated ¿abdominal mesh tissue¿. The specimen consists of an irregularly shaped fragment of synthetic mesh measuring 2.3 x 0.8 cm and measuring 0.1 cm in thickness. The external surface is yellow-pink with a very small amount of attached soft tissue. 2. Specimen #2 is received in formalin, labeled with the patient¿s name, medical record number and designated ¿abdominal mesh¿. The specimen consists of two irregularly shaped fragments of mesh aggregating to 7.9 x 2.7 cm and measuring 0.1 cm in depth. The external surface is relatively smooth with a small amount of adherent soft tissue. The cut surfaces are unremarkable. Representative sections are submitted in (block 2a). Microscopic description: 1. Histologic sections demonstrate acellular synthetic material consistent with a known mesh medical device. 2. Histologic sections demonstrate acellular synthetic material consistent with a known mesh medical device. In addition, there is fibrous tissue having both acute and chronic inflammation present. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: code 4316 (appropriate term/code not available) is being used for: duplicate complaint. See MFR report#: 2017233-2019-00717.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ it should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following warning among others: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 1998 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2016, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: chronic abdonimal pain, chronic seroma requiring drainage, small bowel obstruction with repair, (B)(6) 2015, mesh infection with drainage, mesh removal requiring an additional surgery (B)(6) 2016. Additional event specific information was not provided.